Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was programmed at high output in the atrium and ventricles resulting in higher battery consumption, but the clinician maintained the ICD did not withstand programming and should have lasted longer. The ICD was pending explant. The patient was stable.